Event description:
It was reported the patient experienced a fever, swelling and a hematoma post-operatively. The patient had the pump initially implanted on (B)(6) 2012, and the patient subsequently felt "ill", experienced sweats, a fever and some swelling of the pump pocket. The severity was noted as moderate. A chest x-ray and diagnostic lab work was noted to be normal on (B)(6) 2012, and palpation of the pump pocket noted swelling. The patient was given tylenol for fever treatment on (B)(6) 2012 and the healthcare provider aspirated 20 cc from the hematoma site on (B)(6) 2012. Neither hospitalization nor prolonged hospitalization was required. The patient outcome was reported as "resolved without sequelae" as of (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
Correction: the patient did experience hospitalization of prolonged hospitalization as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_cath lot#/serial# unknown, implanted: unknown, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).